Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and a tip broken issue was observed. During the procedure, the signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. When the catheter was removed from the patient, it was found that the tip of the catheter was broken and blood penetrated into the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The signal interference (noise) was observed on all the ECG (bs +ic) channels on the carto only. The physician had ECG signal available to monitor the patient¿s heart rhythm. The affected catheter was inside the patient¿s body. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The tip broken issue was assessed as MDR reportable.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter. During the procedure, the signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. When the catheter was removed from the patient, it was found that the tip of the catheter was broken and blood penetrated into the device. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-dec-2024. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual analysis revealed that the pebax was deformed and separated from the electrode. An electrical test was performed and no issues were detected. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The foreign material reported observed into the device was confirmed with the condition observed in the pebax and the picture received. Also, it may have affected electrical performance confirming the electrical issue. The root cause is related to the manufacturing process, as opportunities related to this failure mode were identified already. Regarding noise, the carto® 3 system instructions for use (IFU) contain the following information: ¿ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Regarding the pebax, the device IFU states: ¿do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath as part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address problems with pebax sleeve, causing the separation from the electrode. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿signal interference¿ and ¿tip of the catheter was broken and blood penetrated into the device¿ issues. In addition, biosense webster inc. Analysis finding of the ¿pebax was deformed and separated from the electrode¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿tip of the catheter was broken and blood penetrated into the device¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).